Event description:
It was reported that, during the implant of this pacemaker, the patient expired while still on the operating table. It was reported that the implant procedure had been unremarkable. The right atrial lead was repositioned three times, but no evidence of a perforation was reported. As the patient was in the process of being moved off of the table, their blood pressure dropped. Cardiopulmonary resuscitation was performed but the patient coded. An echocardiogram revealed a pleural effusion, which was drained. The patient, who reportedly had several comorbidities, subsequently expired.